Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a 1114 barometer sensor range error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was removed from service. The customer reported to the remote service engineer (rse) that the device displayed a 1114 barometer sensor range error. The rse advised the customer of the latest version of the service manual and informed the customer that when a barometer range test fails 150 consecutive times, the ventilator uses the default barometric pressure of 686.0 mmhg (approximately 900 m/2953 ft above sea level). To troubleshoot the device, the rse instructed the customer to verify the correct barometric pressure sensor function and replace the data acquisition (da) printed circuit board assembly (pcba). The rse also provided the customer with the part number and price of the da pcba.